Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21791. It was reported that the patient presented for a follow-up in clinic. It was discovered that there was an infection noted due to high fever/infection criteria. The pacemaker was explanted, while the leads were explanted and replaced. The patient was in stable condition.